Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was recovering from the peritonitis event (previously reported as being recovered). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unknown date the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (intraperitoneally, dose and frequency not reported) for the event. It was reported that antibiotic therapy was discontinued twenty days after onset of the event and the patient had recovered. At the time of this report pd therapy was ongoing and it was reported that the patient will be switched to hemodialysis on an unspecified date. Additional information was requested but is not available.